Manufacturer narrative:
(B)(4).

Event description:
During rotator cuff procedure the anchor broke during insertion. All pieces were removed. They used a new site to place another anchor to complete the procedure. Bone tunnel diameter length is unknown. The tunnel was not dilated. The tunnel was prepped with an endoscopic drill. A starter was not used. A golden awl was used, as the site was tapped.